Event description:
Report received from the (B)(6) stating that the device had a "came apart" issue. The device was used during a surgical procedure. No user or pt injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed; the distal bearing was damaged and the inner race out of alignment, creating an obstruction that would not allow cutter insertion. This condition is likely due to normal wear out from use over time, but may have been exacerbated by excessive side loading during use. Repair records indicate that this was the first time the unit has been returned for service since it was purchased in (B)(6) 2009. Ref: (B)(4).